Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose of 40 mg/dl. Customer would not like to continue troubleshooting. Customer did receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer declined troubleshooting for low blood glucose. The auto mode was not active during the reported event. The device will not be returned for analysis.